Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button sticks and is unresponsive. The customer also mentions having a blank display at times. It was also reported that the customer received a failed battery test. Troubleshooting was conducted. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was monitored and no unexpected failed battery test alarms or unexpected suspend occurred during testing. The battery cap was inspected and no damage noted. The insulin pump received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.